Event description:
Unit reported to have shocked/burned two patients, more recent on male patient upper shoulder, caused deep burn. The patient injured is a (B)(6) male, (B)(6), treated for post right shoulder surgery trapezius pain. The date of treatment is (B)(6) 2010. The preset protocol for the ifc wave form with constant current was used. Dura-stick 2 x 2 inches pads were applied on the treatment area. No preparation was performed prior to treatment. The second degree burn was found at a later date under one electrode placement site. The electrode pads were stored in the sealed plastic bag. Moist heat was also used during the electrotherapy. The patient sought further medical treatment and the injury was managed by a md.